Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's concurrent conditions included latex allergy, uterine bleeding and constipation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, 3 years 11 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression and anxiety had not resolved and the menstrual disorder outcome was unknown. The reporter considered anxiety, cystitis, depression, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She did not claim that essure worsened a previously existing injury/condition diagnostic results: (B)(6) 2011 : urine pregnant test : negative; (B)(6) 2015 : hcg pregnancy test : negative; (B)(6) 2015 : hcg : negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder), urinary tract infection, vaginal infection, depression, mental anguish, she didn¿t undergo any essure confirmation test", reporter, lab test, concomitant condition added from pfs and mr. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic area") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included asthma and depression. Surgery (other) type of surgery: cystoscopy. Concurrent conditions included latex allergy, uterine bleeding and constipation. Concomitant products included sertraline hydrochloride (zoloft) since 2008 to june 2017 for depression and anxiety as well as ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2011, ibuprofen since (B)(6) 2011, oxycodone from (B)(6) 2016, paracetamol (acetaminophen) from may 2016 to june 2016 and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain"), 1 month 5 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with bupropion hydrochloride (wellbutrin), buspirone and surgery (hysterectomy (full) with bilateral salpingectomy,cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved, the menstrual disorder, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the cystitis, urinary tract infection, vaginal infection, depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results: (B)(6) 2011 : urine pregnant test : negative. (B)(6) 2015 : hcg pregnancy test : negative. (B)(6) 2015 : hcg : negative. Most recent follow-up information incorporated above includes: on 7-feb-2019: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal area pain. Outcome of event pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia were updated. Medical history, treatment and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / pelvic area') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included asthma and depression. Surgery (other) type of surgery: cystoscopy. Concurrent conditions included latex allergy, uterine bleeding and constipation. Concomitant products included sertraline hydrochloride (zoloft) since 2008 to (B)(6) 2017 for depression and anxiety as well as ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2011 to (B)(6) 2011, ibuprofen since (B)(6) 2011, oxycodone from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2016 and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain"), 1 month 5 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with bupropion hydrochloride (wellbutrin), buspirone and surgery (hysterectomy (full) with bilateral salpingectomy,cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and abdominal pain had resolved, the menstrual disorder, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She did not claim that essure worsened a previously existing injury/condition. She received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results: (B)(6) 2011 : urine pregnant test : negative (B)(6) 2015 : hcg pregnancy test : negative (B)(6) 2015 : hcg : negative most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome updated for vaginal infection, bladder infection, urinary tract infection to recovered resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / pelvic area') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included asthma and depression. Surgery (other) type of surgery: cystoscopy. Concurrent conditions included latex allergy, uterine bleeding and constipation. Concomitant products included sertraline hydrochloride (zoloft) since 2008 to (B)(6) 2017 for depression and anxiety as well as ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2011 to (B)(6) 2011, ibuprofen since (B)(6) 2011, oxycodone from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2016 and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain"), 1 month 5 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with bupropion hydrochloride (wellbutrin), buspirone and surgery (hysterectomy (full) with bilateral salpingectomy,cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and abdominal pain had resolved, the menstrual disorder, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She did not claim that essure worsened a previously existing injury/condition. She received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results: (B)(6) 2011 : urine pregnant test : negative (B)(6) 2015 : hcg pregnancy test : negative. (B)(6) 2015 : hcg : negative, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / pelvic area') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included asthma and depression. Surgery (other) type of surgery: cystoscopy. Concurrent conditions included latex allergy, uterine bleeding and constipation. Concomitant products included sertraline hydrochloride (zoloft) since 2008 to (B)(6) of 2017 for depression and anxiety as well as ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2011 to (B)(6) 2011, ibuprofen since (B)(6) 2011, oxycodone from (B)(6) of 2016 to (B)(6) of 2016, paracetamol (acetaminophen) from (B)(6) of 2016 to (B)(6) of 2016 and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), fatigue ("fatigue") and abdominal pain ("abdominal area pain"), 1 month 5 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with bupropion hydrochloride (wellbutrin), buspirone and surgery (hysterectomy (full) with bilateral salpingectomy,cystoscopy.) Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and abdominal pain had resolved, the menstrual disorder, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She did not claim that essure worsened a previously existing injury/condition. She received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results: (B)(6) 2011 : urine pregnant test : negative. (B)(6) 2015 : hcg pregnancy test : negative. (B)(6) 2015 : hcg : negative. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome updated for vaginal infection, bladder infection, urinary tract infection to recovered resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.